Event description:
It was reported that the 6600 system had distorted images when fluoroing and printing. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The image processor, display adapter, and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.